Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl. Customer was treated with the bolus on insulin pump. Customer declined to continue troubleshooting site issue. The device will not be returned for analysis.